Event description:
It was reported that the tip of an olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2023. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that the tip of an olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2023. The olive wire is provided to customers within a sterile kit (sk39) and marked single use. The UDI referenced is for the sterile kit, sk39, that the product is distributed within. The device was not returned for evaluation. The device history records for all possible parts and lots were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause cannot be determined based on the available information; however, it is possible the technique utilized applied additional bending forces to the device, or it broke due to impact with another device. The product is manufactured with implant grade material and the case was successfully completed with no report of impact/injury or case delay, nor have any adverse events previously been reported as a result of this failure to date. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.